Event description:
It was reported that the pt's device was turning off on its own and was unable to adjust stimulation. The battery was replaced in the pt programmer and the device was able to be turned on. The pt felt a small amount of stimulation and the company rep was able to increase stimulation which the pt could feel. Troubleshooting was limited due to the wrong version of the software card in the physician programmer. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4)